Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level below 40 mg/dl. The customer was uncertain of the suspected cause but reportedly may have delivered too much insulin. The customer consumed carbohydrates to address bg levels. Tandem technical support advised the customer to consult with the healthcare provider.